Event description:
This is report 4 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was temporarily placed on hemodialysis. The peritonitis manifested as abdominal pain, diarrhea with blood, and pain during therapy. The patient began treatment with vancomycin prophylactically (once a day orally, dose not reported) and was eventually switched to vancomycin ivpb (3 times a week, dose not reported) and fluconazole (100mg, once a day for 12 days orally) for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13l02015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).